Event description:
On august 2, 2006, the lay user/patient contacted lifescan alleging that his one touch ultra was reading inaccurately high compared to his feeling/normal readings. The medical affairs specialist (mas) sent a letter on august 9, 2006, since the patient cannot be reached by telephone. The mas listenened to the original call to obtain/verify the following information. The patient stated, that for the "past week or so " his meter was reading higher than he expected. On unspecified dates/times, the patient had "low" symptoms of feeling shaky and dizzy and had food/drink a "few times in the last week" to bring his blood glucose levels up; however, he reportedly did not test on his meter while experiencing symptoms. The patient tested after his symptoms and said that his meter reading "went up"; it is not known what readings he was comparing. The patient provided a meter reading of a "214 mg/dl" (in 2006, at 7:11am). He ate food following the use of the meter. No further information was provided about symptoms, medications taken, or events during this time. It would be helpful to obtain the following: the patient's expected meter readings, the patient's "high" meter readings, when the patient exprerienced the "low symptoms, if having food/drink relieved his "low" symptoms, the patient's meter readings after administering self-care with food/drink, and if the patient made any changes to his diabetes care based on the meter readings. The customer care advocate verified that the meter was set up correctly, an approved sample source (finger) was used, and the correct testing/cleaning techniques were used. The patient's control solution had expired. This complaint is being reported because the patient perceived his meter readings to be "high" for a week or so" and had episodic symptoms during that time that suggest he may have been hypoglycemic. The meter, stest strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.